Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the clips fell into the cavity. The surgeon was unable to load clips properly onto the jaws.